Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the patient's pacemaker (pm) was in backup mode. The pm was restored successfully. There were no patient consequences.